Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to urinary retention caused by the cuff being too tight. The aus was deactivated by the physician and then the patient self-catheterized until the revision surgery took place. During surgery, the cuff was removed, and a new cuff was implanted in a bigger size. No additional patient complications were reported.